Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the flow alerts could not be duplicated. The device was flow tested with six adult pads and in bypass mode with excellent flow rates and pressure between 4 degrees c and 41 degrees c. Preventatively replaced the circulation pump assembly. Missing power cord restraint. Replaced the missing power cord restraint. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The investigation indicated that the reported issue was unconfirmed and not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/ packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the troubleshot with nurse initiated therapy and arctic sun device alerted low air leak and low flow. Adult patient with 5 pads connected. Already tried disconnecting and rotating connectors. And stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line secure and good air flow to the back of the device. Restarted therapy, but water flow rate 1.2 liter per minute and still alerted low air leak. In system diagnostics outlet monitor temperature was 43.2f outlet control temperature was 43.3f inlet temperature was 50f chiller temperature was 41.2f water flow rate 1.5 liter per minute inlet pressure was -5.4psi circulation pump command 100percentage mixing pump command 86percentage heater 0 water reservoir level was 5 system hours 2372 pump hours 2156. Advised to swap out device and send this one to biomed for repair. Biomed stated that the nursing staff had issues with low flow. A functional check showed the circulation pump command was at 55percentage in bypass mode. The device had less than 300 system hours since the last 2k hour service. I asked him to include the fluid delivery line in the return of his device. Per investigator notification received on (B)(6)2023, it was reported that the missing power cord restraint.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the troubleshot with nurse initiated therapy and arctic sun device alerted low air leak and low flow. Adult patient with 5 pads connected. Already tried disconnecting and rotating connectors. And stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line secure and good air flow to the back of the device. Restarted therapy, but water flow rate 1.2 liter per minute and still alerted low air leak. In system diagnostics outlet monitor temperature was 43.2f outlet control temperature was 43.3f inlet temperature was 50f chiller temperature was 41.2f water flow rate 1.5 liter per minute inlet pressure was -5.4psi circulation pump command 100percentage mixing pump command 86percentage heater 0 water reservoir level was 5 system hours 2372 pump hours 2156. Advised to swap out device and send this one to biomed for repair. Biomed stated that the nursing staff had issues with low flow. A functional check showed the circulation pump command was at 55percentage in bypass mode. The device had less than 300 system hours since the last 2k hour service. I asked him to include the fluid delivery line in the return of his device.